Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 62945. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, a buried bumper was discovered during a replacement of the peg/j tubes. The patient was hospitalized and was awaiting surgery. It was reported on (B)(6) 2022, that the buried bumper was removed and that the peg/j tubes were replaced in the same location.